Event description:
The customer reported the daily checks were failing intermittently for the hemoglobin (hgb) parameter when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, the field service engineer (fse) evaluated the instrument and replaced the hgb (hemoglobin) chamber resolving the issue. (B)(4).